Event description:
Patient reported against left side device "that the left breast is ruptured, feels pain (¿stab¿) and emptying (¿withers¿) [¿] said that also had a fever", silicone leakage inside the fibrous capsule, and absence of axillary lymph node enlargement. Patient later reported "infection turning into sepsis." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: rupture, pain, fever, silicone migration, infection and lymphadenopathy.